Manufacturer narrative:
Additional information was received that the device was reprogrammed to mitigate the inappropriate therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks. It was reported the patient was in sinus tachycardia that fell into the ventricular tachycardia -1 zone. Therapy was exhausted in four out of five episodes. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed device programming and detection enhancements. The local area field representative has been contacted for additional information. At this time no further information is available and records indicate the device remains in service. Should additional information become available, this report will be updated.